Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was no actuation of the probe during a vitrectomy procedure. The procedure was performed and completed after replacing the pak with another one. The product sample available. There was no patient harm reported. No additional information is expected.

Manufacturer narrative:
One probe was returned for an actuation failure. For this complaint file, the final customer lot was identified. The device history record review indicated the product was released based on the product¿s acceptance criteria. A complaint lot history examination indicated there were no other complaints for the reported issue. The returned probe sample was visually inspected and deemed nonconforming. The probe itself was visually conforming, but the probe was classified as nonconforming based on surgical material present in the inside diameter of the port. Actuation testing were performed and deemed conforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately fifteen minutes of wear on the inner cutter when compared to the cutter wear visual standards the complaint evaluation did not confirm the probe did not actuate. However, if a single use probe was being attempted to use a second time, the probe may not have actuated due to the dried surgical material present in the port which could prevent the movement of the inner cutter. (B)(4).